Event description:
End user sat back against backrest on this transfer bench and both backrest support tubes broke at the detent hole under the seat. The unit was against the wall so there was no fall or injury to the patient.